Event description:
Heparin found to be infusing at 13.6 ml/hour instead of the 16 ml/ hour as ordered. Error may have occurred during pump exchange. Patient lab values drawn earlier and heparin protocol followed as ordered per lab value. No apparent injury.